Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pin on the jaw hinge got dislodged halfway through the laparoscopic distal pancreatectomy when the surgeon was using it. The device was inserted through a 5mm trocar. Surgeon was sure that there was only 1 pin dislodged from defective jaw. After retrieval of the dislodged pin from the patient using another grasper, ot nurses tried to fix the pin back into the defective jaw and compared it with the jaws of the newly opened instrument to ensure that it looked similar. The new hand device was working fine all throughout.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The product in the picture did not meet specification. The picture showed a lf1937 with a disengaged jaw pin. The reported condition was confirmed. Without the device, pmv could not determine what caused the reported issue of the complaint. The investigation could not determine the root cause of the customer's report based on the picture sample sent. The customer is advised to return the device to pmv, so a complete evaluation can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pin on the jaw hinge got dislodged halfway through the procedure when the surgeon was using it. The device was inserted through a 5mm trocar. Removed the pin from the patient, and opened a new hand device and it was working fine all throughout.